Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Unit ID: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing; therefore, no patient information is reasonably known at the time of the event. The whole blood collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the set in question was unavailable for evaluation, but we received the information summarized in ¿complaint¿ above and conducted the following investigations. Investigation result of manufacturing process the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. Fill the sealed bags with solution connect the sampling arm and the filter assembly transfer the bag sets on the sterilization tray and conduct autoclave sterilization after sterilization, coil the tubing and put three bag sets in one blister tray by the operatorpack the blister tray by sealing the top film with heat concerning the leukocyte reduction filter, six filter media are stacked, punched, and incorporated into the soft housing. To ensure leukoreduction performance and to prevent the filter from occlusion and hemolysis, the specifications for the following parameters have been set and controlled. Only the filter media that have conformed to the specifications are integrated into the filter. Parameters to be controlled for filter media particulate removal rate when the particulate removal rate is high, the pores of the filter media are likely to be minute and may cause occlusion and hemolysis. When the particulate removal rate is low, the pores tend to be rough and it may cause an elevated residual wbc count (leukoreduction failure). Cationization level the surface of the third through sixth filter media is cationized to trap white blood cells more effectively. If the cationization level is high, white blood cells and platelets are likely to be more adsorptive and it causes longer filtration time or clogging. In other words, if the level is too low, white blood cells cannot be fully adsorbed and it is likely to cause leukoreduction failure. Additionally, the average cationization level is also a control parameter of the cationized filter media, and we confirm that the average cationization level of the filter media integrated into the filter meets the criteria prior to assembling. We reviewed the manufacturing record for the lot number in question and confirmed that there had been no equipment trouble or deviations that could cause the issue in any processes. We also confirmed that the particulate removal rates and the cationization levels conformed to all specifications. Investigation result of testing and inspection record release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and confirmed that there were no abnormalities in all test items. The lot number conformed to our specifications. Root cause: based on the investigations above, no abnormalities were identified in the manufacturing record or testing and inspection record for the lot number in question, and we were unable to identify the specific cause of the issue. Leukoreduction failures are commonly caused by the following factors: analysis affected by blood properties of donors the following blood properties or blood conditions on blood collection may cause wbc count failures. For the details, please refer to the excerpt from the literature. Spurious counts and spurious results on wbc counts (spurious increase) . Platelet aggregates / large platelets nucleated red blood cells rbc resistant to lysis immunoglobulin lipids microorganisms / bacterial aggregates: excerpt from table 1, international journal of laboratory hematology. 2007, vol. 29, pp. 21¿41. Pressure loaded on filter media where physical stress on filter media is greater than expected, trapped white blood cells are pushed out of the filter media and may result in leukoreduction failure. For the prevention of leukoreduction failure, the instructions for use (IFU) of the product state: [caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood and clamp the blood-filled tubing before blood enters the filter. Filter occlusion caused by aggregation of blood components in the filter concerned, when aggregation is caused by blood components such as white blood cells or platelets, there is a possibility of filter media clogging. When clogging occurs in the filter, blood may be filtered by the filter area which is smaller than usual, and the linear speed (flow rate per unit area) accelerates, and then a leukoreduction failure may occur. The IFU also describes to ¿wait 30 minutes after collection before filtering¿ for the standing time before filtration. For the prevention of formation of blood aggregation, please invert the collection bag several times as soon as possible after blood collection to ensure that the blood and anticoagulant are well-mixed, and invert the bag again prior to filtration after resting to evenly disperse the separated blood components.